Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a surgical hysteroscopy procedure with resectoscope on (B)(6) 2016 and the electrosurgical device was used. During the procedure, the handle broke and another like device was used to complete the procedure. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The active tip of the device shows signs of activation and there is a section of the active loop missing. The fracture faces of both active and return sides of the loop indicate signs of a brittle fracture. The likely root cause of the complaint is activation of the electrode tip inside the beak. Complaint information will be included in complaint trending that is reviewed on a regular basis.